Event description:
It was reported that the customer attempted to use their new device on a patient and the device was inoperable. The customer had another device to use and there wasn't any adverse event to the patient.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported failure. Physio replaced the interface pcb assembly, but the device was still inoperable. The customer received a replacement device. Physio-control further evaluated the removed assembly, but could not duplicate the observed failure. The root cause of the reported condition cannot be determined.